Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: the user detected that the foreign material clogged in the biopsy channel while handing the device, and then since the subject device was sent to olympus, it was considered that the material remained in the device. The cause of the foreign material clogged was possibly due to the handling described in the warning/caution of the brushing the channel in the "instructions reprocessing manual". Olympus could not specify root cause of the event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited that due to clogging of suction tube in universal cord, foreign objects come out of suction port. There was no patient involvement.